Event description:
The pt reportedly experienced no lock with the internal cochlear implant and external equipment. External equipment was exchanged, however this did not resolve the issue. Revision surgery has been scheduled.